Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) ,the device was unable to connect to the associated multi-function cable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was not returned to zoll medical corporation for evaluation. The customer confirmed that replacing the ECG connector on the device resolved the reported malfunction. Due to the fact that this malfunction does not impact the device's ability to administer therapy, reports of this nature do not meet the criteria for reportability. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to connect to the associated 12 lead cable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.